Event description:
It was reported that the surgeon placed a gastric mass into the endopouch, closed it and cut the string and moved it out of the way to complete the procedure. After removal of the pouch it was noticed that one of the metal rims had broken off and was still in the pt. The surgeon removed the metal rim. No pt consequences were reported.